Manufacturer narrative:
Additional information: surgeon reported that left eye was retreated with a prevue treatment. Rough epithelium day one post op. Other eye to follow.

Manufacturer narrative:
Current post-treatment status information was received: patient status as of (B)(6) 2015. Right eye: uncorrected visual acuity (ucva): 0,60; best corrected visual acuity (bcva): 0,80 with +2,00 -1,00x145. Prevue lense: bcva: 0,80 ; add: -0,50 to prevue lense corrected distance visual acuity (cdva) 1.00. Left eye: ucva:0,40 very blurry ; bcva: 0,80 with -2,00 -0,50x90. Prevue lense: bcva: 0,60 . Surgeon reported that patient is with anisometropia and wants to take care of the left eye first. It was also reported patient is wearing contact lens on the left eye.

Manufacturer narrative:
(B)(4). (B)(6). The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(6) 2015 and the patient original surgery was 2007. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported having bad visual acuity in left eye. Patient had laser vision correction primary surgery on 2007 with wavescan, visx and flap was created with moria karatome. Patient pre-op visual acuity was 1.00. Left eye was +4,00ds -1,75dc 25 axis. Patient had enhancement on (B)(6) 2015 (flap lift, idesign and visx) and left eye was +2,00ds -1,25dc 0 axis. On (B)(6) 2015 patient left eye was -2,50ds -0,50dc 90 axis. Visual acuity user outcome is 0.25 ucva (uncorrected visual acuity). It was reported visual acuity post operative was ucva 0.25 and bcva 1.00 (best corrected visual acuity) however it was not clarified if this post operative readings were for the primary surgery from 2007 or the one in (B)(6) 2015.